Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's daughter reported on behalf her mother who received low reading on the adc freestyle libre sensor compared to hcp meter reading. Customer received an unspecified low reading on the sensor and based on the reading, she did not inject the required insulin dose. Customer subsequently was in hyperglycemia and was seen at the clinic where an unspecified reading was obtained on the hcp meter and was treated with unspecified units of insulin injection by the nurse. Based on the information provided, there was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint does not pertain to the freestyle libre reader. Therefore no further investigation into the reader is required. Dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer's daughter reported on behalf her mother who received low reading on the adc freestyle libre sensor compared to hcp meter reading. Customer received an unspecified low reading on the sensor and based on the reading, she did not inject the required insulin dose. Customer subsequently was in hyperglycemia and was seen at the clinic where an unspecified reading was obtained on the hcp meter and was treated with unspecified units of insulin injection by the nurse. Based on the information provided, there was no report of death or permanent impairment associated with this event.